Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. Information was reported that the caller stated that the patient feels like he is recharging too frequently. The patient claims that when he goes to bed the ins is charged to 100% and it is almost depleted by noon the next day. The caller stated that the ins was depleted now and they couldn't interrogate the ins with the tablet. During the call the patient was charging the ins. The caller stated that the report from the previous interrogation that was done earlier in the appointment showed that the group usage chart showed "no data available" and stimulation usage graph showed 0% for all days. It was reviewed that the usage data can be inaccurate if the date and time of the ins is not accurate. The caller found on the report the observation that the ins was more than 90 minutes off from the tablet time. The observation that the ins depleted since last interrogation was also included in the report. The caller will correct the device time, check the charging stats, and the recharge interval calculation when she interrogates the ins. No further complications were reported. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the rep was able to determine the amount the patient was charging was the same as what it should be charging after checking the charging intervals. The rep changed the date on the patient's controller to reflect the real date, it was a month off. This fixed the issue of it showing he was not using it for a month. All the issues were resolved. No further information was reported.